Event description:
During a procedure to remove an iud, the health care provider inserted the medium sized speculum, spread the blades open and locked them in place. Seconds after locking the speculum, the first inch and a half of the top blade cracked and broke off inside the patient's vagina. The patient felt a sharp jab and pinch. The provider successfully removed the broken speculum from the patient. Due to the type of procedure the provider was unable to tell if the patient's tissue was affected. The customer did not provide a patient identifier.

Manufacturer narrative:
This device has not been returned to welch allyn for evaluation. We are submitting this report in an abundance of caution. A follow-up report will be submitted when the evaluation is complete.